Manufacturer narrative:
The available information suggests that this device and lead remain in-service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this patient's monitoring system detected another red alert for high shock impedance in early-october 2013. The local representative was notified of the red alert. The data from the alert had already been reviewed by the clinic.

Event description:
Boston scientific received information via remote monitoring that the right ventricular lead exhibited high pacing impedance measurements. No adverse patient effects were reported. The clinic reviewed the lead data and will continue to monitor the lead and device. Two years later another remote monitoring alert was noted for a high rv shock lead impedance measurement. The clinic reviewed the measurements and will continue to monitor the lead and device. No adverse patient effects were reported.

Event description:
Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory. Defibrillation threshold testing was successfully performed and the recorded post-shock impedance measurement was 72 ohms. No further intervention was undertaken and the device/lead system remains in-service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.